Manufacturer narrative:
Product analysis: the device received in red plastic bag inside the biohazard bag with the product pouch. No ancillary devices from the procedure were received for evaluation. Device was decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection of the as received device shows that the housing/tip has detached distal to the cutter window. The reported packing difficulty could not be confirmed based on the condition the hawkone was returned; however, a distal assembly tip detachment was discovered and confirmed. It is unknown if packing difficulty was encountered previously or possibly contributed to the tip detachment. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy during procedure to treat a little calcified plaque lesion in the distal superficial femoral artery to popliteal artery with chronic total occlusion (cto-100%). The vessel was little tortuous. The vessel was not pre dilated but post dilated. IFU was followed. It was reported that the device would not pack on its initial pass. The cutter driver was at an open angle during the first pass. The cutter driver was closed and turned off, and removed from patient in an off position. Physician used another hawkone-m to complete procedure. There was no patient injury. A detachment was found on the returned device.